Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The device was not returned. Based on reported information, the error resolved on its own. The error e204 is scope focus function, . Therefore, this malfunction is not the failure of the focus function itself, but it is considered the defective scope connector (error for preventing the focus control signal transmission). It is likely to occur the defective transmission at point of contact caused by damage to the scope connector for applied excessive force or dirt on the scope connector. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not been received for evaluation. The cause of the issue cannot be determined at this time. The technical support engineer informed the user that the issue that occurred could be likely due to the debris (moisture, fingerprint, towel fiber, etc.) On the scope connector. Product information related to troubleshooting the cv-190 device was provided to the user. If the device is received and additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, an error message e204 (focus function err) occurred on the cv-190 evis exera iii video system center device. According to the reporter, the reported error resolved itself. There is no additional information provided on how the error was resolved. The intended procedure was completed.